Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on 13aug2025 that the customer replaced the battery to resolve the issue. The km reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an electrical connection fault (not specified). The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. This investigation is ongoing.